Event description:
The patient called and reported that approximately 7 months ago and within the last 3 to 4 days the patient heard a ¿ding¿ from the device. The patient also reported not feeling right a couple months ago which was confirmed to be tachycardia. Additional information has been requested and not yet received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2001. (B)(4).